Event description:
It was reported the customer was experiencing high blood glucose with ketones. Customer's mother stated the customer's blood glucose was 566 mg/dl. It was also reported the customer was vomiting and urinating from their high blood glucose. Customer was treated for their high blood glucose with the insulin pump. The mother also reported the customer was receiving no delivery alarms on their insulin pump. Customer's mother stated the alarm was resolved by a complete set change. The mother has changed their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.